Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy device was placed (patient age, gender and weight are unknown). According to the complainant, about a month after placement, the balloon was found to have a leak. Another corflo cubby low profile gastrostomy device was used to replace this device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Based on the evaluation of the returned sample, the device revealed a small hole in rtv (bonding agent) at the distal tip. The rtv appeared to be peeling. The cause for this could not be determined. The cause of this malfunction cannot be determined.